Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 29/may/2024.

Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event rupture was received on may 13, 2024, with the lot number 3006172. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on patch/shell bond edge side assessed as unidentified (tear) opening. Shell thickness within specification. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced.